Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was dropped and is no longer functioning. It was reported that the monitor does not start up, and there is no visible physical damage, and the device will not start up. No further information provided.